Manufacturer narrative:
Anvil misaligned/malformed staples. Evaluation summary: the analysis results found that the device was received in good visual condition, and with four reloads present. All of the reloads were returned void of staples. The knife was noted to have nicks; this damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was tested for functionality with a test reload and it fired all the staples. However, 14 staples were malformed. After further analysis, the anvil was noted to be misaligned as the knife slot was off centered. This will misalign the anvil and the cartridge, preventing some staples from hitting the anvil pockets and thus malforming. A batch records review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device did not fire at all. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.